Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on their right lead (serial number (B)(6)) during the implant procedure. Troubleshooting steps were taken, and the extension was changed, however, the high impedances persisted. The procedure was completed with the right lead in place as the physician was unsure if the impedances were an anatomical result or device related. The patient was scheduled to undergo a lead revision procedure, however, three days prior to the procedure a lead was found to be exposed due to a possible infection or dehiscence as the patient did not follow the post-surgical recommendations. The patient underwent an explant procedure of their entire system. During the explant procedure the physician discovered a large mass of fibrosis. The physician attempted to remove this; however, the lead was cut. The devices were collected and sent out for analysis. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 752187. Product family: dbs-linear leads. Upn: unk-m-db-2202-45. Model: db-2202-45. Serial: unk. Batch: unk. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7119074. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7118712.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI: upn: m365db12160, model: db-1216, serial: (B)(6), batch: 752187, UDI: (B)(4). Product family: dbs-linear leads: upn: unk-m-db-2202-45, model: db-2202-45, serial: unk, batch: unk, UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7119074, UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7118712, UDI: (B)(4). The returned lead was analyzed, and it was determined that the spacer between contacts seven and eight at the proximal end was crushed by the setscrew of the implantable pulse generator (ipg). This damage likely occurred because the lead was not fully inserted into the lead extension at the time of setscrew engagement. As a result, the contacts sustained damage. A review of the product labeling revealed no anomalies. The instructions for use (IFU) clearly identify high impedance, infection, and fibrosis as known inherent risks associated with the use of the deep brain stimulation (dbs) system. The allegation of high impedance was confirmed, and the cause appears to be related to an unintended use error. Two returned lead extensions (serial numbers: (B)(6)) were also analyzed. Engineers were unable to replicate or confirm the reported observation. Both lead extensions passed impedance testing. The labeling review indicated that the devices were used according to the IFU and product specifications, which also note infection and fibrosis as known risks. The returned ipg underwent visual and functional inspection and passed all tests. Impedance values were within expected parameters, and no anomalies were detected in the data log. Labeling review confirmed that the ipg was used in accordance with the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on their right lead (serial number (B)(6)) during the implant procedure. Troubleshooting steps were taken, and the extension was changed, however, the high impedances persisted. The procedure was completed with the right lead in place as the physician was unsure if the impedances were an anatomical result or device related. The patient was scheduled to undergo a lead revision procedure, however, three days prior to the procedure a lead was found to be exposed due to a possible infection or dehiscence as the patient did not follow the post-surgical recommendations. The patient underwent an explant procedure of their entire system. During the explant procedure the physician discovered a large mass of fibrosis. The physician attempted to remove this; however, the lead was cut. The devices were collected and sent out for analysis. The patient is doing well postoperatively.